Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG electrode fall-off testing. Upon evaluation, the brown (lead 2-) and orange (lead 1-) wires from the ECG electrode c and d cable were broken inside the distribution node (dn). The cause of the broken wires is excessive force placed on the electrode cable. No adverse event resulted from the broken wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.